Manufacturer narrative:
The insulin pump was received with failed battery test alarm after battery change due to corroded battery tube. The insulin pump was unable to perform displacement test due to failed battery test alarm. No moisture damage found on keypad traces, electronic assembly or motor. The insulin pump had cracked display window corner and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported that there was fluid in the battery compartment which was from the battery. The customer's blood glucose was unknown at the time of incident. The customer stated that they were receiving weak battery alerts. The customer performed self test and the insulin pump passed. The insulin pump will be returned for analysis.